Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient's pg was noted to have malfunction as it was not charging adequately due to adipose layer at location. It was also reported that the patient had other mechanical complication of the lead. The patient will undergo lead revision and revision of ipg placement.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure to optimize charging. The lead was not revised. The patient was doing well postoperatively. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was noted to have malfunction as it was not charging adequately due to adipose layer at location. It was also reported that the patient had other mechanical complication of the lead. The patient will undergo lead revision and revision of ipg placement.